Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was treated for low blood glucose levels. Troubleshooting was performed. Found motor error alarms in the alarm history. Advised that the insulin pump would be replaced. Nothing further was reported.